Manufacturer narrative:
Concomitant medical products - model: d177, competitor ICD; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high impedance. The lead currently remains in use with action planned for a future date. No patient complications have been reported as a result of this event.